Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up arrow button would not respond and she was unable to program a bolus. The customer confirmed that the other buttons were working and the time on screen would change. Blood glucose value was 190 mg/dl which would be treated with manual injection. The customer was advised to contact the doctor to get the insulin pump replaced.